Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had mild confusion in the days following lead implantation.

Event description:
Shih, l. C., vanderhorst, v. G., lozano, a. M., hamani, c., moro, e. Improvement of pisa syndrome with contralateral pedunculopontine stimulation. Movement disorders. 2013;28(4):555-556. Doi: 10.1002/mds.25301. Summary: a (B)(6) woman with a history of parkinson¿s disease was referred for ppn dbs surgery. Falls, posture and gait were observed. The patient showed overall improvement in pisa syndrome. Reported event: a (B)(6) woman experienced mild postoperative encephalopathy and word-finding difficulty, from which she recovered within 2 weeks. At 14 months of follow-up, demonstrated progressive improvement of her asymmetric bradykinetic gait and right axial lean. Further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).